Event description:
It was reported that the customer experienced a high blood glucose: the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg and insulin delivery was resumed.